Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via email no delivery. Customer stated that they feel the insulin pump is not delivering any insulin. Customer was advised to contact the 24 hours helpline to troubleshoot the insulin pump.